Manufacturer narrative:
Engineering testing and analysis: the packaged/unused a1009 device set was tested to the applicable product specifications. The results recorded no performance issues and or out of spec. Conditions. Engineering note: although not always repeatable previous engineering investigations have replicated similar component anomalies under certain usage conditions. The engineers report notes care must be taken when infusing or flushing with small syringes (10cc and smaller) which can generate excessive back pressures that may result in silicone plug protrusion. Findings: visual analysis of the "as-received" used a1009 set verified the reported product issue. Engineering testing and analysis of the returned package a1009 set recorded no performance issues, component defects and or out of spec conditions when tested to the product specifications. The exact cause(s) of the product issue are unknown at this time. This report and the associated information have been provided to the reporting facility for their review and records.

Event description:
Complaint received reporting component/leakage issues with use of a1009 7" microclave clear, nanoclave t-conn smallbore ext. Set during an emergent procedure. It was reported "...during an emergency push of adenosine...via set-up identified as syringe attached to a stopcock attached to the a1009...whilst pushing the medication the silicone of the a1009 nanoclave connector popped out. This caused the medication to leak out. Immediately the a1009 was changed and a successful push of said medicine occurred." There were no adverse pt. Outcomes. Device return: one (1) used a1009 set mated to stopcock and one (1) packaged a1009 smallbore ext, lot# 2803740. Although requested the involved syringe was not returned. Visual inspection and analysis recorded no obvious abnormalities, visual defects with the returned packaged a1009 set. The report documents the used a1009 sets nanoclave connectors silicone plug was protruding form the connector body. Based on the visual analysis of the as received a1009 device set the reported product issue was confirmed.